Event description:
It was reported to philips that the device lost the live image, and the patient was moved to another lab to complete the examination. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, during an emergency coronary angiography, image archiving was unavailable, specifically, previously recorded x-ray loops could not be played back as a reference for the physician during the procedure. There was no loss of live imaging as initially reported. A system restart was performed by the user, but this did not resolve the issue. The patient was moved to an alternative lab and the procedure was completed after a 45-minute delay. A philips field service engineer (fse) inspected the system on-site and identified an issue with the second hard drive of x-ray pc. The fse replaced the x-ray pc, and after performing functional checks, confirmed that the system was operating within specifications. The x-ray pc was returned for an analysis which determined that an issue with the x-ray pc¿s disk bay (slot 2) was the root cause of the reported event. The current observed rate of the x-ray pc monoplane is 5.6% for all installed components, and the acceptable rate set forth in the risk analysis file is 7.5%. The root cause of the reported issue is (being) corrected by means of medical device correction (z-1152-2024), which we confirm has been implemented on this system after this reported event. There has been no recurrence of this issue since implementation of the fsca to date. The codes were updated based on the investigation outcome. Patient outcome code and health impact code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, during an emergency coronary angiography, image archiving was unavailable, specifically, previously recorded x-ray loops could not be played back as a reference for the physician during the procedure. There was no loss of live imaging as initially reported. A system restart was performed by the user, but this did not resolve the issue. The patient was moved to an alternative lab and the procedure was completed after a 45-minute delay. A philips field service engineer (fse) inspected the system on-site and identified an issue with the second hard drive of x-ray pc. The fse replaced the x-ray pc, and after performing functional checks, confirmed that the system was operating within specifications. The x-ray pc was returned for an analysis which determined that an issue with the x-ray pc¿s disk bay (slot 2) was the root cause of the reported event. The current observed rate of the x-ray pc monoplane is 5.6% for all installed components, and the acceptable rate set forth in the risk analysis file is 7.5%. The root cause of the reported issue is (being) corrected by means of medical device correction (z-1152-2024), which we confirm has been implemented on this system after this reported event. There has been no recurrence of this issue since implementation of the fsca to date. The codes were updated based on the investigation outcome. Patient outcome code and health impact code was corrected. After the investigation, this complaint is categorized as a serious injury and the final report submitted accordingly.